Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. Customer said the pump will squirt out insulin than number of the insulin would not go up but insulin would still squirt out and alarmed compromised force sensor system. The alarm occurred during rewind and prime sequence. Customer was advised to discontinue use of the pump and revert to a backup plan per healthcare provider instruction. The insulin pump will be returning for analysis.